Event description:
The customer was having a heart attack and could not get out of the lift chair. It is alleged that the lift chair did not function properly during the event. Although pride does not believe the lift chair caused or contributed to the death, a management decision determined that the event should be reported.

Manufacturer narrative:
Conclusions - the lift chair was tested and found to be within the design requirements for performance. See attached test report. Conclusion: the returned lift chair functioned per design; the nature of this complaint could not be verified. The lift chair performance showed no evidence of a cause or contributing to the cause of the death of the user.